Event description:
Reporter stated that patient arrived in the emergency room via ambulance and received the following results on the inform system compared to lab results within 5 minutes: 7.0 mmol/l (inform meter) and 1.4 mmol/l (lab). The patient "did not clinically look like he had a blood sugar of 7.0 mmol/l." The patient was "treated for hypoglycemia." No adverse event due to the device reported. The patient has since been discharged. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).